Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and vaginal scarring. It was reported that the patient underwent uterosacral vault suspension, posterior repair, hysterectomy, and cystoscopy on (B)(6) 2013 due to cystocele, rectocele, uterine prolapse, &amp; lax perineum. It was also reported that the patient underwent excision of vaginal mesh on (B)(6) 2014 due to vaginal erosion. (B)(4).

Manufacturer narrative:
(B)(4).